Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient faced a kinked cannula after three or more hours of insertion and the insulin could not be delivered, due to which she experienced high blood glucose level. This issue occurred with ten infusion sets and the site of insertion was abdomen. The next day (B)(6) 2022. The patient went straight away to the emergency room due to diabetic ketoacidosis. Her highest blood glucose level was 600 mg/dl. Moreover, the infusion had been used for two and a half days. The patient was further transferred to the progressive care unit (pcu is like ICU, but one level down as reported by the patient). During hospitalization, the patient received fluids of saline, insulin, anti-vomiting medication and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2022, the patient was released from the hospital with no permanent damage and her healthcare professional took her off of the pump until further notice. She was put on multiple daily injection. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.